Event description:
It was reported that a spectrum infusion pump did not alarm for upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9,h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'did not alarm for upstream occlusion' was not reproduced. The device was tested for upstream occlusion and testing results showed the device gave a very quick air in line alarm at all flow rates. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.